Event description:
Reporter reports that there was leakage from a transfer set found around a minicap. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.